Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he has two pts whose iols have developed small brown spots inside the lens material. In one case, the spots have damaged the pt's vision. In the other case, the pt does not notice them. There are two medical device reports associated with these events. There is a report for the pt with damaged vision. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. Additional info was requested. (B)(4).